Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
A physician from (B)(6) reported to baxter's global pharmacovigilance that on an unreported date, the patient was diagnosed with fungal peritonitis with "torpid (problematic) evolution." On an unreported date, the patient died. It was not reported whether a peritoneal effluent analysis was performed. Treatment and outcome of the peritonitis were not reported. The cause of death was not reported. It was not reported whether an autopsy was performed. Action taken with dianeal therapy was not reported.

Manufacturer narrative:
(B)(4). The product used is unknown and therefore the 510(k) entry field is left blank. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.